Event description:
Patient developed a thickened capsular contracture of the breast implant from 4 o'clock to 6 o'clock position. Immediately upon incision of the capsule, gelatinous material began to exude. The implant was extracted expeditiously. No free silicone was found in the pocket.